Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during a procedure there was no or low aspiration. The low or no aspiration was experienced during "chop" and "free phaco" mode of the procedure. The doctor's settings were changed and the procedure was completed with no harm to the patient.